Manufacturer narrative:
Phone number (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that if a patient had a bradycardia event the system would not have alarmed. It was noted that there was no patient incident/harm.